Event description:
I had the essure permanent birth control put in 6 weeks after giving birth to my fifth child. Within one week of having this procedure, I began to experience blurred vision, heart palpitations, seizure like shakes, cold and numbness in my extremities and blacking out/dizziness. Sometimes it would last for days, other times on and off throughout a day or two. It has now been almost 3 years and I have had numerous test ran but everything comes back perfect. I am now on top of everything else almost crippled at times form joint and muscle issues. These started along with the other symptoms but seem to have multiplied since. There are days on end when I live on ibuprofen and can not get out of bed because of the pain. I also have 10 day heavy periods with breath taking pain and can feel the coils in my tubes. My quality of life was pedestal until I chose these horrible coils and I believe they should be off the market.